Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported by the customer that their insulin pump might have a delivery anomaly after they attempted to bolus. Customer states that they visually inspected the device and found it was stuck in the fill tubing mode. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 492 mg/dl at time of reporting. Nothing further reported.